Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2022, the patient's mother reported that her child's infusion set was faulty where the button attaches to the patient's body. Therefore, on (B)(6) 2022, they changed infusion set but the patient's blood glucose level kept on raising. On inspection, the pump reading dose delivered, but when the cannula was removed they noticed a crinkled cannula which was not inserted in the skin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.